Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Without the returned product, there is not enough evidence to form a conclusion on the reported event of abutment screw fracture. Therefore, the complaint is non-verifiable. A root cause cannot be determined.

Manufacturer narrative:
Brand name - unknown, type of the device- unknown, no lot number was provided or known, premarket identification - unknown. Product returned was the implant (concomitant) and the reason of the removal was unable to retrieval a piece of the abutment screw. Top part of the abutment screw was not returned.

Event description:
It was reported that abutment screw fractured and implant had to be removed. Implant was placed on (B)(6) 2011 and removed on (B)(6) 2016.